Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient initially presented in clinic with abdominal stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. No rv capture or rv sensing were noted and an x-ray showed lead in svc and pulled back. The lead was explanted and replaced. During explant the helix was found completely deployed. An attempt to reposition and deploy the lead was unsuccessful. The patient was stable during procedure and continued with usual post-op checks.

Manufacturer narrative:
Analysis was normal. No anomaly was found.